Manufacturer narrative:
On 3/24/2020, mentor became aware that information that patient went under bilateral implant exchange on (B)(6) 2020 as per information received on 3/18/2020 was inadvertently not reported in the previous submission. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with 375cc mentor memorygel breast implant and was presented with left side breast implant rupture. The patient underwent bilateral explantation on (B)(6) 2020. On (B)(6) 2020, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade unknown postoperatively. This report is for the patient¿s right-sided device.